Manufacturer narrative:
It was reported that the dead-man switch remained "on" when the handle was released. Our investigation revealed that the switch appears to have been altered by the customer. The switch handle is broken and the return spring is missing, which prevents the momentary switch from releasing. This failure is consistent with the switch being stuck in a recliner or other mechanism. We concluded that this report was attributable to misuse and unauthorized modification of the switch on the part of the consumer.

Event description:
It was reported that switch emitted sparks.